Event description:
It was reported that the video system center does not transmit images. The issue occurred prior to use and there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another potential adverse event was noted the device exhibited an error e226. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image due to a defective transmitter/receiver module. Olympus will continue to monitor field performance for this device.